Manufacturer narrative:
The initial MDR was filed 15-feb-2019. Additional information (25-mar-2019): the cse ensured the tubing connections were tight and not leaking for the sodium hydroxide (naoh) solution, ensured the solenoid pump was functioning properly and not leaking and checked the probe to cuvette alignments. The cse observed low lamp energy reading and replaced and adjusted the lamp. The cse changed the chemistry module water filter, decontaminated the water system with microclean, replaced all the reaction cuvettes and ran a maintenance sequence to drain and refill the reaction bath four times. The potential cause of the discordant carbon dioxide (co2) test result was determined to be due to instrument maintenance. The instrument is meeting specifications. No further evaluation of this device is required the following mdrs were filed for the same event: 2432235-2019-00057_s1, 2432235-2019-00058_s1, 2432235-2019-00059_s1, 2432235-2019-00060_s1, 2432235-2019-00126, 2432235-2019-00136.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant carbon dioxide (co2) test result was obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced and aligned the reagent 1 (r1) probe and replaced the dilution arm pressure transducer and valve. The cse ran the service test procedures to verify instrument performance with acceptable results. The cause of the discordant co2 test result was a mechanical issue with the dilution arm pressure transducer and valve. The instrument is meeting specifications. No further evaluation of this device is required mdrs 2432235-2019-00057, 2432235-2019-00058, 2432235-2019-00059, 2432235-2019-00060 were filed for the same event.

Event description:
A discordant carbon dioxide (co2) test result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same atellica ch 930 instrument. The repeat result was reported to the physician(s). The repeat result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 test result.